Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) showed post paced t wave over-sensing. No interventions were reported. The status of patient was not reported.

Event description:
New information notes programming changes were made to the implantable cardioverter defibrillator (ICD) and the patient was stable.

Manufacturer narrative:
Additional information notes programming changes were made and patient was stable.